Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were d4: UDI # (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint is confirmed. Visual inspection of the returned tibial plate confirms fracture of the device. The device also exhibits excessive wear. Dimensional analysis confirms device was within specification. Sem analysis report states that fracture surface artifacts of beach marks indicate the fatigue failure mode, while the presence of a bending hinge suggests final bending overload fracture. Xrf analysis found the tibia tray material to be consistent with ti6-4 titanium alloy. Review of the device history record identified no related deviations or anomalies during manufacturing. No medical records were provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. UDI# (B)(4). Report source: (B)(6).

Event description:
It was reported that the patient had a total knee arthroplasty and was revised due to pain, loosening and a fractured tibial component.